Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported patient was placed on impella cp support after removal of first pump. Impella had to be repositioned and the patient experienced hemolysis with very dark urine. Impella was exchanged due to low flows and the hemolysis resolved. Patient experienced multiple codes prior to exchange. The pump was explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.